Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime and system sensor test due to moisture damage on force system resistor. Unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Received unit with missing segments due to cracked zebra connector at the lcd board. Motor was tested outside the device and passed. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during fixed prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.